Event description:
It was reported that the left part of the screen was out of calibration. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant product: 2290 pacing system analyzer. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed that the left part of the screen was out of calibration, as a result the overlay/bezel assembly was replaced and the stylus was calibrated. It was also noted that the power cord bay door was broken, the media bay door was broken, and the programmer powers up with a restart error. The hard drive was reconfigured and software was reloaded to address errors.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.